Event description:
The account stated that the axsym hcv v3.0 reagent has generated a false negative result on a patient sample that was known to be positive for hcv. The initial result was non-reactive (s/co 0.25). The account stated that the analyzer generated an error code (stating liquid too low). The retest result was (s/co 106) as expected. There is no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number that has a similar product distributed in the us, list number. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation; (B)(4) other device and sample not returned. The customer observed a potential false negative patient result when using axsym hcv version 3.0 reagent kit, list number 3b44-20, lot number 67470lf03. The initial result of 0.16 s/co was generated with axsym hcv version 3.0 reagent kit, list number 3b44-20, lot number 67470lf03. Repeat test with the same sample resulted 106 s/co, as expected by the customer. An unspecified internal control (serum pool) also performed as expected by the customer (1.7 s/co; expectancy: >1.6 s/co). Additionally, the performance of list number 3b44-20, lot number 67470lf00 (and any associated sub lots), was investigated by completing a review of manufacturing and testing records for the associated lot of axsym hcv version 3.0 reagent kit. This review did not reveal any events or issues that may have impacted the performance of the above lot number in relation to the complaint issue. The axsym hcv version 3.0 reagent kit (list number 3b44-20) package insert states: the customer is recommended to inspect all specimens for splashing, air bubbles and foaming. If necessary remove bubbles prior to analysis using a new applicator stick for each sample. Refer to the axsym system operations manual, section 7. In the abbott axsym system operation manual, section 10, probable causes and corrective actions for problems regarding results erratic, discrepant, and/or experiencing imprecision are listed. All patient specimens to be tested in primary tubes must be centrifuged to remove red cells or particulate matter. Each specimen that requires repeat testing, or that has been frozen and thawed, must be transferred to a centrifuge tube and centrifuged at an rcf of at least 10,000 x g for 10 minutes. Transfer clarified specimen to a sample cup for testing. Make sure that after thawing and before centrifugation sample is mixed. When manually dispensing samples, verify that dispensing equipment does not introduce cross contamination and that it delivers the specified sample volume. Use a separate pipette or pipette tip for each sample. The axsym hcv version 3.0 control values must be within the acceptable ranges specified in the insert (see controls section). If a control value is out of its specified range, the associated test results are invalid and the specimens must be retested. Recalibration may be indicated. The investigation results were reviewed for related or different issues. A review of the results generated during this complaint investigation determined that no further action is required to assist the customer base with this type of deficiency. No further action is required. This is the final report.